Event description:
Please refer to medwatch MFR report number 2954917-2012-00114. This report is for the second device involved in the case. Pt was a (B)(6) female with left internal carotid artery (1-ica) and left middle cerebral artery (l-mca) mi occlusion. One pass with a merci retriever v 2.0 firm retriever and one pass with a merci retriever v 2.5 firm retriever were made for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. A post-operative CT scan revealed vascular damage and hemorrhage at m1 of l-mca. Pt expired the following day. Medical intervention was not performed during procedure as the pt's family did not want add'l treatments. Tissue plasminogen activator (t-pa) was not administered to the pt during the procedure. Physician believes that the procedure with the merci retrievers that the procedure with the merci retrievers caused the hemorrhage and that the pt's outcome is related to the hemorrhage.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc,) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.